Manufacturer narrative:
As reported in a research article, anesthetic management of intracardiac migration of medical devices ¿ a case series of five patients and review of the literature. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title "anesthetic management of intracardiac migration of medical devices ¿ a case series of five patients and review of the literature"

Event description:
The article, "anesthetic management of intracardiac migration of medical devices ¿ a case series of five patients and review of the literature", was reviewed. The article presented a case study of a 48-year-old female patient with a history of obstructive sleep apnea, secundum atrial septal defect (asd), and right ventricular dilation. It was reported that on an unknown date, an unknown sized amplatzer septal occluder was chosen for atrial septal defect (asd) closure. It was reported the patient's asd measured 2.3 x 3.9 cm with a 2.8:1 shunt fraction. The patient complained of dyspnea on exertion prior to procedure. During procedure, the device embolized to the main pulmonary artery and a decision was made to retrieve the device. After multiple unsuccessful attempts, the patient became unresponsive with seizure-like activity, and anesthesia support was called to the bedside for emergent intubation and hemodynamic support. The patient was then admitted to the intensive care unit (ICU), intubated, and administered vasopressors for further stabilization and imaging. Magnetic resonance imaging (MRI) evaluation demonstrated small scattered acute infarcts throughout the right frontal lobe consistent with air emboli, possibly from multiple retrieval attempts. After the patient was stabilized, they were scheduled for surgical removal of the embolized device the next day. During intervention, shortly after intubation, the patient experienced an acute drop of spo2 to 43% with accompanying hypotension. Severe pulmonary hypertension with a right ventricular systolic pressure of 93mmhg and right to left interatrial shunt that had been exacerbated by positive pressure ventilation. Epinephrine and inhaled prostaglandins were immediately administered. The patient transitioned to cardiopulmonary bypass and underwent successful removal of the embolized device with patch repair of the asd. [The primary and corresponding author was jordan holloway, department of anesthesiology, the ohio state university, columbus, oh, with corresponding email: jordan.holloway@osumc.edu]